Manufacturer narrative:
The failure investigation has been completed and the temperature alarm issue was verified. The altitude alarm issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm and an altitude alarm occurred while the pump was disconnected from the pump. Reportedly, customer could not verify if the pump was exposed to extreme temperatures. Customer's blood glucose ranged from 300-400 mg/dl. Customer continued to use the pump for insulin therapy.